Manufacturer narrative:
The reported fill volume for this pump was 195ml. The directions for use (dfu) (1303046, rev. H) contains a caution for underfilling the pump: "cautions: filling the pump less than nominal results in faster flow rate." A follow-up report will be filed when investigation has been completed.

Event description:
Fast flow (drug/diluent: 5fu), (fill volume: 195ml) (flow rate: 1ml/hr). Infused in 3 days instead 7 days. Adverse event reported, but with no details. Date of event: (B)(6), 2010. Per dfu: the nominal fill volume: 270ml; flow rate: 1ml/hr.